Event description:
It was reported by the charge nurse that the pump flowed "too fast" over a 20 minute period after setup. Flow rate setting is unknown. No patient complications reported.

Manufacturer narrative:
Received one partially full pump for evaluation and investigation. Visual examination found that the pca reservoir was received full, the select-a-flow (saf) dial was set at '0' and the pinch clamp was open. Visual inspection found an air gap in the line of the pump indicating that the pump tubing was not primed properly. A flow rate accuracy test was performed, and a slow flow observed due to precipitate. The best evidence indicates that the flow was reduced by precipitate in the saf tubing during infusion. Certain drugs may precipitate during the course of infusion which may block the fluid pathway. A review of the lot history found no other complaints for fast flow for the reported lot. The infusion rate for the pump is not steady. Please reference the "typical flow curve" in the directions for use (dfu) 1304265 rev. K for more explanation.